Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-05340 and 2134265-2016-05341. It was reported that automatic pullback failure has occurred. The 90% stenosed target lesion was located in a severely tortuous, severely calcified, 20mm in length and 3mm in diameter left main coronary artery. During a procedure, an opticross¿ imaging catheter was used to visualize the target lesion. However, it was noted that the automatic pullback failed to occur. The procedure was completed with another same opticross¿ no patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed no issues. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The returned product was able to properly pullback, advance and retract. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-05340 and 2134265-2016-05341. It was reported that automatic pullback failure has occurred. The 90% stenosed target lesion was located in a severely tortuous, severely calcified, 20mm in length and 3mm in diameter left main coronary artery. During a procedure, an opticross imaging catheter was used to visualize the target lesion. However, it was noted that the automatic pullback failed to occur. The procedure was completed with another same opticross&#11168;no patient complications were reported and the patient's condition is stable.